Event description:
It was reported that the device system was explanted on 2013 (B)(6). It was later reported that the device therapy did not work well since implant, reprogramming was tried but it still didn¿t work well for the patient. It was noted that the patient started taking medication that did work well and the patient needed an MRI so the implantable neurostimulator (ins) and leads were explanted. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that system was actually explanted on (B)(6) 2014. The patient never had therapeutic effect.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# v621704, implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).